Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and confirmation from the physician has been requested. No additional information is available at this time.

Event description:
Patient reports left side "several breast lymphomas" and concern with the textured implant. Device remains implanted.